Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have low speed. The motor was replaced and resolved the reported issue. The device was tested and found to be functioning to specifications prior to release to the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection the unit would not turn on. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. During device evaluation, the motor speed was found to be low.